Manufacturer narrative:
Section h codes have been updated based on additional information. F1903 was removed. This report reflects the most up to date coding. Engineering assessment: removed 'medical device removal' patient outcome code, as guidewire removal was planned and separate from the guidewire insertion, not removed as a result of the guidewire insertion. The guidewire was successfully placed.

Manufacturer narrative:
This report was erroneously entered. Therefore, this report is being redacted and no further follow ups will be submitted.

Event description:
It was reported that the user experienced difficulty in removing the guidewire through the introducer during implantation of an impella cp. There was no patient harm reported.

Manufacturer narrative:
A5 is unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.